Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, serial# unknown, product type: lead.

Event description:
A consumer reported they read on a website that a study was done on deep brain stimulation (dbs) patients regarding lead fractures, and a patient in the study had problems with the lead. The consumer had no further information regarding this issue. No further complications were reported.